Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient is pacing-dependent. Because this device is subject to the field safety notice issued in (B)(6) 2018, it was prophylactically replaced. Preliminary analysis results showed that based on available data, no issue is suspected on the device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient is pacing-dependent. Because this device is subject to the field safety notice issued in july 2018, it was prophylactically replaced. Preliminary analysis results showed that based on available data, no issue is suspected on the device.